Event description:
The malfunction occurred during a bronchoscopy diagnostic procedure with a few minute delay, which was completed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: a1. New information added to the following fields: b5, d8, d9, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction would likely be damage to the charged coupled device (ccd) unit during user handling, which resulted in a delay of the procedure due to no image during angle operation in the up/down directions. The event can be prevented by following the instructions for use which state: nspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had a temporary image loss. The issue occurred during an unknown procedure. There were no reports of patient harm.